Manufacturer narrative:
Blocks f10 and h6: device code 2907 captures the reportable event of dart detachment. Block h10: an examination of the returned device found that the device does not have any visual failure. There was no dart present inside the cage of the returned device. A functional test revealed that the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Despite that the reported failure of dart detachment is not confirmed, the failure mode is related to problems that were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. Based on all gathered information and investigation results, the most probable cause for this complaint is design inadequate for purpose. An investigation is in place to address this issue. Block h11: the complaint has been escalated to an investigation and the evaluation conclusion code has been updated.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture and was found in the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture and was found in the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned device found that the device does not have any visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue. Therefore the most probable cause for the complaint is not confirmed-returned.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture and was found in the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.